Event description:
It was reported that the patient experienced a fasting hypoglycemic event shortly after waking, with a documented blood glucose of 69 mg/dl and a description of dizziness and sweating; the event was self-treated with oral carbohydrates (approximately 9.7 ounces of a starbucks frappuccino) and glucose recovered to 165 mg/dl within about 15 minutes. Symptoms included dizziness and sweating consistent with hypoglycemia. Outcomes included resolution of the low without hospitalization. Investigation included troubleshooting and education on low glucose management. Investigation of this case revealed no device malfunction or component issue and the cause of the event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unrelated to an identified device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.